Manufacturer narrative:
The user¿s healthcare provider reported that the user was hospitalized for diabetic ketoacidosis after self-starting the ilet without formal training. Multiple follow-up attempts were made, and no additional clinical details, event circumstances, or device information were obtained. The device has not been returned for evaluation, and a follow-up MDR will be submitted if new information becomes available. Device was used off-label as it used to treat user's diabetes mellitus, type 2.

Event description:
On 06-nov-2025 the user¿s healthcare provider reported that on (B)(6) 2025 the user experienced hyperglycemia, but no bg value was provided. The user self-started the ilet without training prior to seeking medical care. The user was reported to have been hospitalized for treatment of hyperglycemia, but no information regarding ems involvement, in-hospital treatment, discharge date, or discharge status was provided despite follow-up attempts.